Manufacturer narrative:
This report is being submitted as follow up no.1 to update section h3 and to provide the completed investigation results. One (1) 6 french angioseal vip vascular closure device was returned for product evaluation. The device was confirmed to be manufactured by terumo medical corporation and based on the allegation and lot number, the complaint was confirmed for the reported issue of sheath and locator connection. The component connection between sheath and locator was impaired. Device history records for the lot were reviewed and it was determined that the device was released in conforming condition per the documented release records. The exact cause of the issue cannot be determined but it is likely that distortion in plastic features on the mating area between two components led to mating insufficiency.

Manufacturer narrative:
E3: occupation: materials management the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal vip sheath and device did not click together. Type of procedure performed was a left heart cath angiogram. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. No concomitant devices were used with the involved device. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.